Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller was unable to connect to the ins with the clinician tablet. The clinician app would find the ins and start to connect, then display a system error with code 0x1775eca4. The app also displayed a message that the device could not provide the required settings, the amplitudes were too high and reset to 0ma. When connecting to the patient application, the app displayed a code 319 that the ins was not programmed with therapy parameters. Prior to calling, the manufacturer representative (rep) had charged the ins to 30% so the recharger was connecting and working to charge the ins. The patient had a cardioversion performed on three months ago. The caller attempted to reset the ins using the clinician application. When the caller tried to connect to the ins with the clinician application it confirmed that the ins was reset and then displayed the same system error message. They started a charging session and connected with the recharger. The coupling status was excellent and the ins was 30% charged. The caller ended recharger session and connected with the patient app, the same 319 code was displayed. The caller attempted to connect with the clinician application and the same system error was made. The issue was not resolved through troubleshooting. The caller will follow-up with the managing healthcare provider (hcp). Additional information was received from a manufacturer representative (rep) stating that the device was explanted. Additional information was received from a manufacturer representative (rep) stating that the implant was replaced for an unknown cause.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported the software version was unknown. Location of the ins is right flank. The rest of the requested information was unknown.

Event description:
The rep noted they reason they called was they were unable to connect to the patient's ins and repeatedly received error code 319. At that point, the rep contacted technical services for assistance. They instructed me to attempt a system reset; however, after multiple attempts, rep was still unable to establish a connection. Subsequently, the rep learned that the patient had undergone a cardioversion two days prior to the visit. After reviewing this information, technical services recommended battery replacement. The rep does not have access to the logs. Rep noted another rep may have additional details, as that rep was involved in the replacement procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.